Event description:
A (B)(6) female patient underwent aaa repair under general anesthesia on (B)(6) 2012. The patient's anatomical form was not suitable for the endovascular repair since angle of proximal neck to axis of aaa was 90 degrees. Final angiography revealed partial occlusion of right renal artery. The physician attempted to cannulate but it failed. The procedure was completed since slight blood flow to right renal artery was observed and no endoleak was detected. Patient outcome is unknown as it was not provided by reporter.

Manufacturer narrative:
Occlusion is listed in the instructions for use. Event is still under investigation.